Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient classified as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was observed that during the procedure, the peel-away sheath was inserted through a graft located in the patient's iliac artery. At the conclusion of the procedure, the peel-away sheath could not be removed through the existing graft. Consequently, the patient was taken to the operating room for a cutdown and repair. The cp device was successfully weaned and removed.

Manufacturer narrative:
Corrections: d2a, d2b, g4. The investigation of the reported failure mode has been completed. Vascular dissection : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.